Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7 mynxgrip vascular closure device (vcd) broke during deployment. The physician noticed the issue and held manual pressure for hemostasis. There were no reports of patient injury. The intended procedure was a left leg angiogram with balloon angioplasty of the bypass with drug-coated balloon angioplasty. The equipment was sequestered and kept in a bin in the equipment closet. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) broke during deployment. The physician noticed the issue and held manual pressure for hemostasis. There were no reports of patient injury. The intended procedure was a left leg angiogram with balloon angioplasty of the bypass with drug-coated balloon angioplasty. The equipment was sequestered and kept in a bin in the equipment closet. The mynx vcd was used in an interventional procedure. The procedure used an antegrade approach. The deployer is mynx certified. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel type was arterial; right femoral artery. The vessel diameter was greater than 5 mm. Hemostasis was achieved with manual compression for 20 minutes. The device was stored and prepped according to the instructions for use (IFU). Excess force was not applied during insertion. The advancer tube was engaged/visible. One non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the shuttle was engaged to the black handle and the stopcock was closed. A cordis mynx syringe was attached to the unit. A non-cordis catheter sheath introducer (csi) was returned but was not inserted on the device. The sealant was not returned for evaluation, and the advancer tube was in its manufactured position. The sealant sleeve protector was found disconnected from the shuttle and inserted into the hub of the non-cordis csi. No additional anomalies were noted during the visual inspection. A full deployment simulation could not be performed because the sealant was not returned with the device. However, a functional simulated shuttle advancement test was conducted, and the advancer tube advanced properly after the handle was pulled proximally from the shuttle, as expected. During the attempt to perform the inflation/deflation test, a tear was observed in the balloon, resulting in loss of pressure and preventing successful completion of the test. A high-magnification evaluation was performed on the balloon. This analysis confirmed the presence of a longitudinal tear. The reported event of ¿sealant-failure to deploy¿ was not observed through analysis of the returned device since the it passed functional analysis, and the sealant was deployed off the catheter. Also, an additional condition of ¿balloon-balloon loss of pressure¿ was noted in the returned device due to the tear found. The exact cause of the issue experienced by the customer and the tear found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the failure to deploy event reported. However, since the advancer tube was still in its manufactured position within the shuttle, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment most likely contributed to the issue reported by the customer since there were no anomalies noted to the advancer tube during functional analysis and the sealant was not returned with the device. It was also noted that the sealant sleeves was disconnected from the shuttle and was within the hub of the sheath. Based on this condition, it is likely that the sealant sleeve was removed along with the sheath after the procedure. Regarding the tear noted in the balloon of the returned device, access site vessel characteristics and/or concomitant device factors most likely contributed to the reported event since this damage to the balloon is typically observed when it comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. According to the product¿s IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, possibly resulting in the sealant deploying above the arteriotomy/venotomy. Also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggests that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7 mynxgrip vascular closure device (vcd) broke during deployment. The physician noticed the issue and held manual pressure for hemostasis. There were no reports of patient injury. The intended procedure was a left leg angiogram with balloon angioplasty of the bypass with drug-coated balloon angioplasty. The equipment was sequestered and kept in a bin in the equipment closet. The mynx vcd was used in an interventional procedure. The procedure used an antegrade approach. The deployer is mynx certified. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel type was arterial; right femoral artery. The vessel diameter was greater than 5 mm. Hemostasis was achieved with manual compression for20 minutes. The device was stored and prepped according to the IFU. Excess force was not applied during insertion. The advancer tube was engaged/visible. The device will be returned for evaluation.